Event description:
It was reported that this pacemaker was found to be operating in safety mode. Additionally, the patient experienced lightheadedness. Technical services (ts) was consulted and recommended device replacement. Subsequently, the patient underwent a revision surgery in which this pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker has not been received for analysis.